Event description:
Add'l info rec'd from MFR 5/14/02: 6/7/01 pt enrolled in the wcd 2000 study. 8/6/01: the site nurse reported a broken zipper on the pt's garment. (Pts are given three garments to use interchangeably with their device. Consequently, this is not considered an event from which serious injury might occur.) The interim case report form from this date also states that the pt reported blue gel coming out from the electrode belt over the previous three days. They denied having any events with the device, other than an arrhythmia alarm two weeks previously, which was successfully terminated by pressing the response buttons. Pt also reported that the plastic protective tab on the holster bag had fallen off. Pt received a replacement holster at the time of that visit. (MFR believes the pt had been misinterpreting a green-blue discoloration arising from the oxidized copper on the surface of the therapy electrode(s) as evidence of gel leakage. Review of the functional data downloaded to lifecor, inc. From the pt's device indicated that a gel release had not occurred.) 8/20/01: complaint #715-- pt reported the extrusion of electrolytic "blue" gel each time they use the webtv remote. "Belt vibrates in the back, alarms, extrudes blue gel and then returns to normal monitoring." When asked if pt felt wetness on their back from the extrusion, the pt explained that they did not recall any wetness but had observed blue color on garment and pad. The pt was given a new belt. 9/29/01: complaint #717-- as the result of an engineering change at lifecor, inc, the pt was shipped a monitor upgrade direct from the factory. When the monitor arrived at the pt's home, the pt's name did not appear on-screen when activated. A replacement monitor was ordered. The clinical and engineering depts at lifecor, inc. Also examined the ECG data downloaded from the pt's monitor and determined that the auditory and tactile alarms reported by the pt were appropriate. The data evidenced an ECG artifact that would generate a false arrhythmia alarm. However, the number of alarms experienced by this pt were not considered out of the ordinary. This pt is particularly compliant, wearing their device a significant portion of every day. Pt's device usage in nov averaged 23 hrs and 56 mins per day. Although pt experienced sixty-five false arrhythmia alarms during first six mos of use (approx 2.5 alarms per week), the rate of false arrhythmia alarms (including tactile only alarms) for the overall study averaged approx 3 per pt per week. There have been no gel releases and no false shocks for this pt. Over six mos, the longest false arrhythmia detection for this pt lasted 19 secs; but the average length was only about 5 secs. In fact, 37 of alarms lasted less than 5 secs. For these pt would, at most, have received the tactile (vibration) alarm and not the audible alarm. On six occasions (approx once per month), the alarm lasted more than 10 secs and would have resulted in the pt's receiving the high-volume audible alarm as well. To have received an unnecessary shock, the alarm (be design) would have to have lasted for at least 25 to 60 secs, depending on whether the vf or vt threshold criteria were satisfied and he would have to have failed to activate the response buttons. With regard to the pt's association of the alarms with the use of their webtv remote control, testing of their wcd device at lifecor, inc did not reveal any hardware defect. Nor could false arrhythmias be induced in a second system, using an infrared remote controller in informal testing conducted by lifecor, inc engineering. Earlier this month, the clinical dept at lifecor, inc determined that ECG artifacts similar to those observed in august were recurring for this pt although pt was wearing a different belt and monitor. Due to the similarity of the artifact across several channels, it was concluded that it was not being caused by the wcd but was arising from the pt or the pt's environment. As above, preliminary investigation had already ruled out the webtv remote as a source. The pt has since received a new heart and has been removed from the study. Consequently, co is unable to gather any add'l info from the pt regarding the ultimate source of the disturbance. 12/18/01-- review of the functional and ECG data, downloaded to lifecor, inc from the pt's device, indicated that the alarms reported by the pt were appropriate; but, a gel release had not occurred. See response regarding the investigation of complaint #715 (above) for a discussion of this pt's false arrhythmia detections. Garment-- lot controlled, not tracked; scrapped by lifecor, inc. Extension-- lot controlled, not tracked; scrapped by lifecor, inc. Electrode belt-- awaiting non-related repair and return to svc. Monitor-- awaiting repair and return to svc. Electrode belt-- awaiting repair and return to svc.

Event description:
Wearable cardioverter defibrillator made by lif cor. Rptr is a candidate for a heart transplant currently on the waiting list at medical center. Rptr was issued one of these wcd life cor devices. It is rptr's understanding that next week they will be given approval to sell this device. Rptr is now wearing the fourth one since april, the others were defective. The belt which goes inside the vest was also defective. Rptr is now wearing probably the fourth maybe fifth one. The life cor device "goes off" without an increase of heart rate and vibrates and "shoots" out gel as if preparing to defibrillate and rptr must press response buttons to stop. All of this without medical reason. In rptr's opinion this device should be subject to further testing. It is a scary experience in the absence of chest pain or increased heart rate. It was rptr's understanding that this was not approved by the FDA. They have now requested rptr's insurance info, stating they have permission to "back bill" insurance company. Rptr asks if this also is legal. Rptr has been in fear of this device for months.